Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from a single patient sample processed on a vitros 5,1 fs chemistry system. The affected patient sample was not handled in accordance with the vitros amon instructions for use. The investigation found no evidence to suggest an instrument or reagent malfunction had occurred. The cause of this event is pre-analytical user error due to improper patient sample handling.

Event description:
The customer obtained higher than expected vitros amon results from a single patient sample processed on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician. A higher than expected result was initially reported out of the laboratory. However, a corrected report was issued for the affected patient sample. There was no allegation of patient harm as a result of this event. (B)(4).